Manufacturer narrative:
At this time, the device remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) exhibited right ventricular (rv) noise, oversensing, and pacing inhibition of approximately three seconds. Noise was also noted on the right atrial (ra) and shock channels. The noise could not be reproduced. It was noted that it appeared to be an isolated event and the patient was in the presence of an electromagnetic interference (emi) field during the time of the noise. The patient was instructed to avoid emi in the future. No adverse patient effects were reported. The device remains in service.